Manufacturer narrative:
Corrected section: h1-changed to serious injury (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting properly, then the casing of the bisector tips fell apart into pieces. Pieces of the tip fell into the patient and were retrieved using the new hp device. There were no patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/30/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, remaining attached at the base, with detachment at the tip. The silicone insulation on the cold jaw was observed to be peeled away at the base of the cold jaw, exposing the metal portion of the cold jaw. The silicone insulation on the hot jaw was observed to be peeled away from the entire length of the hot jaw, exposing the entire length of the metal portion of the hot jaw. The detached silicone on both jaws was not returned for evaluation. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to cut" was not confirmed. The reported failure "peeled" was confirmed as well as the analyzed failure "material twisted/ bent " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting properly, then the casing of the bisector tips fell apart into pieces. Pieces of the tip fell into the patient and were retrieved using the new hp device. There were no patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting properly, then the casing of the bisector tips fell apart into pieces.